Event description:
The nurse observed that the intravenous tubing was leaking prior to hooking it up to the pump and patient. The nurse returned the tubing to the pharmacy. Pharmacy discarded the tubing as hazardous waste. Reporting to manufacturer for awareness of issue, but unfortunately the leaking tubing is not available for inspection.